Manufacturer narrative:
(B)(4). E1 - (B)(6) g2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the locking bar could not be fully inserted into the tibial tray. Another tibial tray implant was opened to use a secondary locking bar to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. Visual evaluation of the returned product identified signs of use and implantation (gouges/surface scuff marks). The locking bar clasp was also confirmed to be bent away from the body of the implant. Dimensional analysis of the product found that one of the product features was out of print specifications, likely caused from insertion, explanation and damage seen on the clasp. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.